Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit and replaced display/display monitor pcb. Fse powered on unit and ensured proper operation. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) display was distorted. There was no patient involved.